Manufacturer narrative:
The device was received deployed. During investigation, the exposed portion of the soft cannula was observed to be kinked and stretched slightly out of specification. The observed stretched soft cannula was confirmed via out of specification measurement taken of the entire soft cannula length. Although damage was observed to the soft cannula, fluid was able to flow through the entire fluid path with no issue. The timing and cause of the damaged soft cannula could not be determined. The fluid path was manually occluded, and no signs of leakage were observed. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. Inspection of the download data and patient history buffer data showed no evidence of issues with insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type:

Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl) while wearing the pod between 37 and 48 hours on the leg. Fluid was observed leaking during wear. Hyperglycemia treated with a new pod.